Event description:
Received report of approximately 9 incidences of leaking filters. Customer states this has occurred with pts on tpn and various other drips including chemo, heparin, dobutamine, etc. One report of approximate "loss of 1/2 of tpn", and unknown amounts of other drips with no pt harm recorded. No specific individual pt info available. Possible lot numbers include #29-037-ns and #28-082-ns but unknown which lot belongs with which complaint.

Manufacturer narrative:
Customer initially was to send rep samples of possible lot numbers, but these were never rec'd. A complete investigation can not be conducted at this time due to the unavailability of the sample. No lot number was provided. A review of the database indicates that there have been no other complaints of this type against this lot of tubing.